Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01761. This report is being submitted as additional information. Approximate age of device (8 months). Manufacturer's investigation conclusion: the reported event of no external power alarm was confirmed via the analysis of the log file. The submitted log file contained approximately 28 days of data ((B)(6) 2018, per time stamp). On (B)(6) 2018 the rsoc voltage levels of both power cables fell from the expected ~12v down to 0v activating no external power alarm. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power. The alarm cleared when the ac power was restored, and pump support was not affected as the system was supported by the backup battery during the event. There were no other notable alarms active in the log file. The mobile power unit and the ac power cord were not returned to abbott for evaluation. Additional provided information indicated that the patient denied any cables/plugs being disconnected. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported a no external power alarm that occurred while the patient's lvad system was connected to the mobile power unit (mpu). The patient pulled the sheets on the bed and heard the alarm, which reportedly resolved on its own. The patient denied any cables/plugs being disconnected. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the no external power event on (B)(6) 2018 while the patient was connected to the mpu. This event self-corrected and did not reoccur. Additional information was requested but was not provided.